Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an unspecified delay in the start of an infant's infusion occurred. The user set up the infusion and expected the fluid to flow to the patient after pressing the start button, however the patient's transient vital sign fluctuations indicated the medication was not reaching the patient as expected. No other patient effects were reported. After the hospital investigation of the event, clinical practice changes were initiated to minimize start up delays due to known mechanical slack issues associated with syringe infusions.